Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was observed to have blood ingression. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two days post implant, the patient was short of breath possibly from a pneumothorax or intermittent loss of capture on the right ventricular (rv) lead. It was further reported that there was unstable and increased rv lead thresholds. During an attempted lead revision, it was noted there was a pleural effusion and blood inside the lead insulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.